Event description:
It was reported that the user experienced recurrent nighttime low glucose events, including a documented blood glucose of 41 mg/dl, and used oral glucose for treatment. Symptoms included shakiness and feeling out of it. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting with education and assignment for additional training to discuss food rules. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.